Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint about system error and the pump modules shut down, was confirmed through log review. However, no devices were returned for the investigation. The event could not be definitively conclusive from the email-only investigation. Laboratory testing and inspection of the suspect device could not be performed as no devices were returned for this investigation. The facility provided error and event logs of the pcu. The battery log or dataset were not provided by the facility; therefore, both specific profile and medication information could not be determined in the log review. A review of the error logs showed no records related to the reported issue of the suspect pcu. A review of the event log showed that infusions records stopped being logged at 9:16 pm. The connection was reestablished at 11:03 pm when the devices were turned back on. On (B)(6) 2025, at 11:43 am, the suspect pcu was powered on. On channel a, a guardrails IV fluids (drugid 153: unknown) was programmed using a bd 50ml syringe, at a rate of 0.5ml/h, with volume to be infused of 48.6793ml. On channel b, a guardrails IV fluids (drugid 251: unknown) was programmed at a rate of 4ml/h, with vtbi of 8ml. At 1:45 pm and 3:46 pm, on channel b, the infusion was completed on schedule and transitioned to keep vein open (kvo). The user restored the infusion. At 5:07 pm, on channel b, the user updated the rate to 4.3ml/h and the volume to be infused to 8.6ml. On channel c, a guardrails IV fluids (drugid 113: unknown) was programmed at a rate of 0.7778ml/h with a vtbi of 14ml. At 7:07 pm and 9:15 pm, on channel b, the infusion was completed on schedule and transitioned to kvo. The user restored the infusion. No activity was observed in the event or error log between 9:17 pm and 11:02 pm. At 11:03 pm, the pcu was powered on. Between 11:04 pm and 11:07 pm, on channel a, a guardrails IV fluids (drugid 1: unknown) was programmed using a bd 50ml syringe, at a rate of 0.5ml/h with a vtbi of 43.0259ml. On channel b, a guardrails IV fluids (drugid 247: unknown) was programmed at a rate of 4.3ml/h with a vtbi of 8.6ml. On channel c, a guardrails IV fluids (drugid 166: unknown) was programmed using a bd 30ml syringe, at a rate of 0.7769ml/h with a vtbi of 10.1ml. The infusions continued and were completed on schedule and transitioned to keep vein open (kvo). The pcu was powered off on 20 september 2025, at 4:42 pm. The alaristm system user manual (v12.3.2), stated withing inspection requirements, to ensure that the alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported system error and the pump modules shut down, could not be determined, as no devices were returned for the investigation. However, it was confirmed through log review. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that around 2305, 3 alaris pumps alarmed saying, "system error, operating channels will continue as programmed". The pumps were shut down and restarted. The rn had to reprogram the pumps with another rn to verify d/t the "restore" button not being an option. Once restarted, there has been no further problem. Backup pumps were ordered. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that around 2305, 3 alaris pumps alarmed saying, "system error, operating channels will continue as programmed". The pumps were shut down and restarted. The rn had to reprogram the pumps with another rn to verify d/t the "restore" button not being an option. Once restarted, there has been no further problem. Backup pumps were ordered. There was patient involvement but no harm.